Event description:
During angioplasty of basilar artery, guide catheter was noted to kink back several times. Physician unable to advance catheter without guide catheter slipping back. When guide catheter was taken out, was noted to have an almost complete fracture.